Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient passed away. It was reported while at home the patient ¿was out of breath and ¿could not breathe properly¿. The cause of dyspnea was not reported. The caregiver called an ambulance, cardio-pulmonary resuscitation (CPR) was performed and the patient was taken to the hospital. The patient's pulse was restored, resuscitation was not successful and the patient passed away. The caregiver was unsure if the patient passed away at home or at the hospital. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was performing therapy during dwell at the time of death. No additional information is available.